Manufacturer narrative:
One 8fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, and locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and in the fully rear-locked position. The carrier tube and hemostasis sheath had been cut at the base of the sheath hub. No other damage or deformation to the device was identified. The carrier tube hub was opened for further examination, and it was found that the suture had remained properly fixated but had not been deployed. Functional testing was performed by manually pulling the remaining portion of suture, and the component was able to deploy properly. No issue was identified with the component. The locator was also returned, and no damage to the component was identified. The complaint was able to be confirmed. However, an exact cause for the issue was unable to be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the electrophysiology procedure (ep) they used an 8fr angio-seal for closure. Everything was ok up till the point where you pull everything out to "seal" the artery. The device would not budge. A vascular surgeon was called. Pictures were taken and the anchor appeared to be in correct location, so the angio-seal device was cut and then removed from tissue tract and suture cut. The patient condition and procedure outcome was unaffected. Additional information was received on 01nov2021. An 8fr procedural sheath was used. A pre-deployment angiogram was performed. The patient condition was stable. Hemostasis was achieved by the device. The estimated blood loss was not greater than 250cc.